Manufacturer narrative:
­Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that sterility was compromised. A 2.50 x 8 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation, the device was dropped on the ground and was contaminated. The device was never used inside the patient. The procedure was completed with another 2.50 x 8 synergy ii drug-eluting stent. No patient complications were reported.